Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, a search for similar complaints, a review of trending data, a review of product quality history data, and a review of product labeling. A search for similar complaints determined normal complaint activity for the lots. Complaint trending review determined no adverse trend for the products and no non-statistical trend associate with the current issue for the likely cause products. A review of product quality history for the likely cause did not identify any issues associated with the customer observation. Labeling was reviewed and found to be adequate. No systemic issue was identified. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Event description:
The customer reported a (B)(6) result of (B)(6) (sid (B)(6)), when processing on the alinity I. Retest results were (B)(6). Confirmatory testing generated a result of (B)(6) and neutralization testing was (B)(6). The customer tested the patient again with another tube and the results were (B)(6). Additional testing for this patient was (B)(6) for (B)(6). No impact to patient management was reported.